Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned.